Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6), 2008 and was revised on (B)(6), 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "materials reviewed: (B)(6) 2021: stryker pi report. (B)(6) 2008: implant sheet/or log. Trident cluster shell psl ha 54mm, accolade stem tmzf #1, v40 head 32mm, right hip. (B)(6) 2021: operative note: revision right tha. Mechanically assisted crevice corrosion. Implanted new 32mm +2.5 mm head biolox with c-taper adapter sleeve. No gross necrosis or fibrosis. Copious black corrosion material at head junction. Taper had no gross damage. Minimal poly wear. No loosening. New head and taper sleeve and routine closure. Confirmation: a revision surgery was performed and corrosion products noted at the taper during surgery. The other events cannot be confirmed without additional information. Root cause: the root cause of cannot be determined without additional information for any of the cited events." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.